Event description:
Following a catheterization procedure in 1999, an angio-seal device was deployed. Pt presented 2 weeks post procedure with claudication of the right leg. In 2000, the angio-seal device was removed. As of 2000, no additinal info has been provided to the MFR.